Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. The serial number for the returned meter on the label did not match with the serial number in the customer service mode of the meter. The meter language setting selection had only two choices i.e. English and spanish. The customer was able to perform testing, however, there was only one record of completed test in the meter's memory. An in-house testing was performed using the returned meter with the in-house contour next test strips and in-house contour next control solution, which gave satisfactory performance. The readings obtained during in-house testing were properly stored in the meter's memory. The error logbook contained an e36 error indicative of meter-pump communication problem. The software error caused the meter to reset the serial number in the customer service mode, logbook, the error logbook, and bolus history. The units of measurement changed from mmol/l to mg/dl. The meter was unable to be connected to the reference insulin pump. The cause of the issue was due to a software error.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from sweden reported that the contour next link 2.4 meter was automatically reset after which the units of measurement changed from mmol/l to mg/dl and the previous blood glucose readings were wiped out from the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.